Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 peripheral (off-label) scs leads from the same lot. It was reported the patient experienced discomfort due to scar tissue and her scs leads had migrated. Follow-up identified surgical intervention was taken on (B)(6) 2014 during which, diagnostics revealed impedance valves were within normal limits and the leads were re-anchored. The issues resolved with the surgical intervention.